Manufacturer narrative:
Brand name, common device name, procode, MFR, lot #, part #, UDI #, 510k: this is for an unknown synthes dynamic condylar screw (dcs) plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: andres j. Paktus (2003), unstable subtrochanteric fractures¿gamma nail versus dynamic condylar screw, international orthopaedics, vol. 28, pages 21-24 (chile). The aim of this study was to compare the results of the dynamic condylar screw (dcs) (synthes) and the gamma nail (gn) (stryker howmedica) in the treatment of unstable subtrochanteric fractures. A total of 15 patients were treated with an open anatopical reduction using an unknown synthes dynamic condylar screw. The mean follow-up was 18 months. The mean time of union was 15 (8-26) weeks. The following complications were reported as follows: 2 patients passed away after 1 year. 1 patient had a fracture united in 7 degrees varus. 1 patient had a broken dynamic condylar screw plate that was exchagned with a kuntscher nail. Subsequently, the fracture healed without any other complications. (B)(6) woman had a broken dynamic condylar screw (dcs) plate 9 months after surgery. This report captures a (B)(6) woman had a broken dynamic condylar screw (dcs) plate. This is for an unknown synthes dynamic condylar screw (dcs) plate. This is report 3 of 3 for (B)(4).